Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-029185, 1627487-2020-02919, 1627487-2020-23218. It was reported the patient had high impedances on their 2 l5 leads and 1 of their s1 leads. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Note: it is unknown which s1 lead had high impedance and was replaced, as such both s1 leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.